Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation with regular cycle') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and bleed in luteal cyst. On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :heavy menstrual bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 6-may-2021: medical record received: event 'medical device removal' was updated to 'excessive and frequent menstruation with regular cycle'. Medical history, reporter information was added. Reporter's first name spelling was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation with regular cycle') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and bleed in luteal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :heavy menstrual bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.